Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/31/2020.

Event description:
The customer reported an error. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed report errors. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The fse replaced the gas delivery system (gds) to resolve the issue. After this repair, the device was found to be fully functional. Additional information regarding the specific error and patient involvement information has been requested.